Event description:
Healthcare professional reported, left side "rupture". Confirmed, via MRI and ultrasound. "Mastodynia", "pain" and "folding of its membrane". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture". Continued e1: phone number: (B)(6).